Event description:
(B)(4). The patient arrived in the cath lab in an emergent situation. After completion of a thrombectomy procedure, air was noticed in a coronary artery. The patient subsequently experienced bradycardia, ventricular tachycardia, and cardiac arrest. The patient recovered and was discharged home. Eight months later, when the facility became aware of a recall ((B)(4)), the user facility submitted a medwatch report stating that a guardian device was used during the procedure. The statement in the medwatch report that the "device used during procedure was part of a recall by FDA" is incorrect; the guardian used in the procedure was not within the scope of the recall.

Manufacturer narrative:
User facility did not return device.